Event description:
It was reported that during the implant attempt the helix of the lead would not extend out. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched. Visual analysis noted that the lead was returned with the distal coil distorted and fractured within the connector. The helix test cannot be performed.